Manufacturer narrative:
Additional information: h11 - new information received indicates this complaint is now not applicable. Disregard initial medwatch report. Claim#:(B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting. The lens was intraoperatively removed. It was noted next operation date is not yet decided. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).